Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized a few months ago for high blood glucose of over 600mg/dl. The customer stated that her glucose level continued been elevated. Troubleshooting was performed. The time and date were correct. The customer stated that she was experiencing some symptoms of nausea, thirst, and ketones. The insulin pump was recording the boluses and basals properly in the daily totals. Ran a fixed prime and high pressure tests and passed. No further information was provided.